Event description:
It is reported that the patient was revised due to a loose tibial component.

Manufacturer narrative:
Evaluation summary: operative notes were received. Primary operative notes indicate that the implants were held in compression until the cement had fully hardened to improve cement interdigitation. Revision surgery notes indicated that the tibial component was fairly loose. It was noted that some portions of the tibial implant had to be disengaged from the underlying host bone cement mantle before it could be lifted out of the tibia. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Evaluation: device history records were reviewed and found conforming. There are no complaints with the reported issue for the product/lot combination for the tibial component. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.